Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation therefore we could not verify the reported issue. A device history review was performed for the reported lot 1911234, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1911234 were used for additional evaluation. The product was visually inspected, no defects or damage was observed. Leakage testing was performed, there was no damage on the plunger or other components and no leakages occurred. The product was then filled with water, no air bubbles or other issue were observed. Throughout the manufacturing process, break out and sustain force testing as well as silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that an unspecified number of syringes 50ml ll experienced device damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: I am sending you this message to inform you of a "recurring" incident identified by our reanimators our doctors have noticed the formation of bubbles in the body of the syringe which, when infusing catecholamine-type drugs (adrenaline and norepinephrine), seem to them to cause "instability" at the level of the expected effect on the patient (probably because the bubbles modify the flow of the drug). On several occasions, they have had difficulty maintaining their therapeutic goals over time, as the biological parameters fluctuate unusually over the course of the day . While investigating, they found several times that small bubbles had formed in the liquid contained in the syringe placed in the syringe pump of these "unstable" patients. The lot in the department's inventory at the time of the last incident was lot #1911234. However, we have no certainty that it was this lot that was involved in every incident that has occurred in recent times. We will try to precisely identify a lot in any future incidents.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 50 ml ll experienced device damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: I am sending you this message to inform you of a "recurring" incident identified by our reanimators. Our doctors have noticed the formation of bubbles in the body of the syringe which, when infusing catecholamine-type drugs (adrenaline and norepinephrine), seem to them to cause "instability" at the level of the expected effect on the patient (probably because the bubbles modify the flow of the drug). On several occasions, they have had difficulty maintaining their therapeutic goals over time, as the biological parameters fluctuate unusually over the course of the day. While investigating, they found several times that small bubbles had formed in the liquid contained in the syringe placed in the syringe pump of these "unstable" patients. The lot in the department's inventory at the time of the last incident was lot #1911234. However, we have no certainty that it was this lot that was involved in every incident that has occurred in recent times. We will try to precisely identify a lot in any future incidents.